Event description:
The patient underwent generator and lead replacement. The explanting facility discarded the explanted devices; therefore, no product analysis can be performed.

Event description:
It was reported that high impedance as observed. X-rays were taken and sent to manufacturer for review which did not identify any obvious discontinuities with the vns system. No additional relevant information has been received to date. No known surgical interventions have been performed to date.